Event description:
During the procedure the occlusion balloon would not deflate when required. The dr inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The dr inserted and deployed a 4.0x18mm stent. The dr removed the stent delivery catheter and attempted to deflate the occlusion balloon however it would not deflate when required. The dr attempted to use the method referenced in the instruction for use and cut the occlusion balloon wire, however the occlusion balloon did not respond. The dr attempted a second time and again cut the occlusion balloon wire with still no success. The pt had started to experience chest pain and the blood pressure also decreased to 40 mmhg temporarily. The dr attempted to rupture the occlusion balloon by using the tip of a guide wire and causing it to rupture. Multiple attempts with different types of guide wires were made and none of the attempts were successful. The dr decided to apply more pressure to the occlusion balloon and the occlusion balloon finally deflated. The pt is reported to be fine.